Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers not detected. The field service engineer (fse) opened the cabinet and found the controller lights off. The fse powered down the device, replaced the cabinet controller board, and assisted tech support in configuring the drawers to confirm the repair. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini none of the drawers opened or were recognized. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.